Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, on the second vascular reload, the curved-tip sureform 45 stapler no longer opened, and the customer was unable to get the stapler working. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.